Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "displayed upstream occlusion" was not reproduced. The device was tested for upstream occlusion testing and it passed. A review of event history log revealed multiple upstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be fluid numbers were out of range (high). The ultrasonic requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.